Manufacturer narrative:
Batch review performed on 12 december 2024 (B)(4) items manufactured and released on 18-dec-2019. Expiration date: 2024-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta clinical affairs manager: a revision surgery was performed approximately two years after the implantation of a primary total hip arthroplasty due to stem mobilization. It was reported that the patient did not comply with the post-operative medical instructions. Post-operative x-ray imaging shows the prosthesis to be well-positioned in this projection, although the stem appears slightly undersized. Pre-revision imaging reveals radiolucent lines around the proximal stem, along with a slight tilt of the stem. Early aseptic loosening is a well-documented complication following tha, often resulting from multifactorial causes. In this case, the slight undersizing of the stem and the patient's premature mobilization against the surgeon's advice may have contributed to the failure. There is no evidence to suggest a defect in the device. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery for stem mobilization at about 2 years and 10 months post-primary. The surgeon attributes early loosening to the patient being non-compliant with post-operative instructions and mobilizing independently too soon.